Manufacturer narrative:
The event occurred on unspecified dates of 2020, further specified as "in the last couple of months". The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked; further described as ¿weeping¿ and ¿barely leaking at the end¿; the leak was at the end of the tubing (female connector). This occurred during use of the devices for peritoneal dialysis therapy; however, the transfer sets were not connected to another product when the leaks were observed. There was no patient injury or medical intervention associated with this event. No additional information is available.